Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned severed in two segments with an extracting stylet stuck in the distal segment. There was evidence of calcium deposits on the distal and proximal shocking coils. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a drop in r-waves and high threshold measurements. Surgical intervention was performed and the rv lead was abandoned and replaced. Years later the rv lead was fully explanted from the patient.